Event description:
It was reported that the catheter had a leak and had developed a "large salt-based crystal growing outside it". Per the pt: "the growth surrounding the catheter had just about reached my spinal cord when the problem was finally diagnosed and this pump was removed and replaced". No pt symptoms or final pt outcome were reported.